Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that due to being a new pump user and needing the pump settings to be adjusted, the customer experienced a low blood glucose (bg) level of 41 mg/dl. Juice, carbohydrates, and insulin delivery was suspended to treat the low bg. Additionally, the customer reported that the continuous glucose monitor (cgm) low bg alert declared only through a pump vibration. Reportedly, the volume settings were set to annunciate an audible sound. Tandem technical assisted the customer with adjusting the pump volume settings.